Manufacturer narrative:
1) a device was returned to a third-party service center in reference to an allegation of burning metallic smell coming from the device. During the evaluation of the device at the third-party service center, the device was visually inspected. The evaluator was not able to reproduce the patient's complaint. There was no product malfunctions reported in the evaluation. 2) additionally, codes for evaluation method code grid, evaluation results code grid, component code grid and conclusion code grid were changed followed by the evaluation.

Manufacturer narrative:
Problem code grid is updated/corrected in this report.

Event description:
The manufacturer received information alleging an issue related to a ds2adv auto CPAP device's thermal event. The manufacturer received information alleging that the device has burning metallic odor, waking up early in the morning because her "sinus was hurting", and "sometimes there is no water in the chamber, but this issue is not consistent with how much water is in the chamber. There was no serious patient harm or injury. The patient required no medical intervention. At this time, no medical intervention has been reported, and no further investigation can be performed. If any additional information is received, a follow up report will be filed.